Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock impedance measurements. High out of range shock impedance measurements greater than 125 ohms were exhibited. Technical services provided reprogramming recommendations. Additional information has been requested but was not provided at this time. This rv lead remains in service. No adverse patient effects were reported.